Event description:
It was reported that prior to a carotid stenting procedure, pre-close placement of the suture was attempted in the right common femoral artery using a perclose proglide device. Reportedly, during deployment of the proglide device through a 5-french sized access site, an anterior needle-to-cuff miss occurred. The needle plunger was deployed and removed, but no suture and/or link was present. The device was removed over a guide wire and the suture from a second proglide device was deployed and set to the side. The access site was upsized from a 5-french to 9-french. After conclusion of the carotid stenting procedure, the knot from the proglide device was advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss/suture retrieval issue was confirmed. In addition, two anterior cuff tabs were broken and not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.